Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient underwent drainage of a seroma approximately two weeks post implant. Seroma is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr has been submitted to address the other ventralex mesh implanted in the same procedure. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of ventralex meshes (device #1 & #2), patient was diagnosed with seroma, abscess, infection and underwent repair with removal of meshes." The instructions-for-use (IFU) supplied with device list infection as a possible complication. The warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Review of manufacturing records shows the product was manufactured to specification. This supplemental emdr represents the mesh -ventralex (device #2). Additional supplemental emdr was submitted to represent the mesh -ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, two ventralex hernia patch devices were implanted to repair the hernia defect. (B)(6) 2011 - the patient underwent an additional surgery to drain a seroma. The attorney alleges the ventralex used in the patient's hernia repair surgery failed, resulting in much pain, doctors visits, subsequent procedure and severe and permanent injury. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with an incisional hernia in the upper midline and underwent open repair with implant of two ventralex mesh (device #1 & #2). Per the operative notes, "two hernia defects were dissected and reduced. The inferior defect was closed with ventralex mesh (device #1) and sutured circumferentially. The superior defect was closed in same fashion with ventralex mesh (device #2) passed in the preperitoneal space, deployed flush with the abdominal wall and sutured. The tails of the mesh were trimmed and lay flush with abdominal wall anteriorly overlapping the fascia.¿ (B)(6) 2011 - patient was diagnosed with infected seroma thereby underwent incision and drainage procedure with infection completely drained. (Note, there was no mention/visualization of mesh during the procedure) (B)(6) 2011 - patient was diagnosed with abdominal hernia mesh infection, abscess thereby underwent repair with mesh explant. Per the operative notes, ¿there was a chronic inflammatory space in the upper midline. The sutures and mesh (device #1 & #2) was completely excised¿. (Note, it was not clear which mesh was explanted hence based on the op notes provided it will be considered both meshes have been explanted) attorney alleges that the patient had seroma, abscess, infection, pain, emotional injuries and mesh removal.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient underwent drainage of a seroma approximately two weeks post implant. Seroma is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr has been submitted to address the other ventralex mesh implanted in the same procedure. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, two ventralex hernia patch devices were implanted to repair the hernia defect. (B)(6) 2011 - the patient underwent an additional surgery to drain a seroma. The attorney alleges the ventralex used in the patient's hernia repair surgery failed, resulting in much pain, doctors visits, subsequent procedure and severe and permanent injury.